Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer stated that the pump kept alarming that he was low when he was not. Customer had differences between sensor glucose and blood glucose readings. Customer's suspend threshold limit was 60 mg/dl. Customer declined troubleshooting. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.